Manufacturer narrative:
Concomitant medical products: 429888 lead implanted: (B)(6) 2015; 5076-52 lead implanted: (B)(6) 2010; 5076-58 lead implanted: (B)(6) 2010. Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was decreased longevity due to high right ventricular (rv) threshold. The device was explanted and replaced, and the rv lead remains in use. No patient complications have been reported as a result of this event.